Manufacturer narrative:
The reported event occurred on a cobas taqman instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. A review of amplification curves indicated robust internal control amplification in both runs. The initial nat run did not detect any targets, while the retest showed weak target amplification with a late cycle threshold (CT) value, consistent with a low titer sample near the limit of detection (lod) for the assay. Near the lod, sample results may vary upon retest. The strongly positive hbsag results and the low titer nat results are consistent with a chronic hbv infection, where dna levels may be below the detection limit of nat assays. No systemic reagent issues or product problems were identified, and no blood was released. A definitive root cause for the discrepant results was attributed to the sample's low titer and the inherent limitations of nat assays near the lod.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas taqman instrument. Initial nucleic acid testing (nat) performed on (B)(6) 2022 from the primary collection tube (edta) did not detect any targets. Serology testing using the abbott chemiluminescence method detected hepatitis b surface antigen (hbsag) with a value of 6384.92/1.000. A subsequent nat retest performed on (B)(6) 2022 using an aliquot from the blood bag detected hepatitis b virus (hbv) with a cycle threshold (CT) value of 35.2, while hiv and hepatitis c virus (hcv) were not detected. No blood was released.